Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in a severely tortuous and severely calcified vessel. Ostium of the right coronary artery was cannulated with a 6fr guide catheter. A non- boston scientific (bsc) guide wire was advanced to the distal segment of posterolateral artery. The lesion was pre-dilated with1.5 x 10mm and 2.5 x 15mm non-bsc balloon catheters at up to 14-16 atmospheres (atm) respectively. A guidezilla ii guide extension catheter was used to advance a 2.5 x 38mm promus premier drug-eluting stent (des) to the vertical segment injury site. However, due to tortuosity of the area, it was not possible to deliver the stent. A 2.5 x 18mm non- bsc stent was introduced and implanted at the vertical segment at 16 atm. A 2.5 x 38mm promus premier des was delivered to the vertical and proximal segment of the injury site and implanted at 18 atm overlapping with the previous non-bsc stent. A 2.75 x 20mm promus premier des was advanced to treat the site of the ostio-proximal injury, however, when the stent was retracted to cover the ostium, the stent migrated and impacted on itself. The entire system had to be removed and the dislodged stent retrieved with a loop. Another stent was implanted to complete the procedure. No patient complications were reported and final angiography showed successful result.